Manufacturer narrative:
Due to character limit: e1(initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance the balloon of cs300 intra aortic balloon pump (iabp) failed to inflate. There was no patient involvement reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, component code, conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse detected that there was a failure to fill the balloon. The fse reported that the device requires a 5000 hour overhaul with kit replacement and safety disc replacement because it has expired. The anomaly that the balloon did not inflate was due not to the balloon but rather to the pump due to insufficient vacuum performance because it needed a 5000 hour overhaul. Fse replaced adult safety disk assy, italian ,pneu cmpnt nip .25 flow bulkhd, pneu cmpnt coupl .25fl bulk hd , kit 5000 hr prevent maint. Repair completed. Function tests performed successfully. The fault did not cause any damage or inconvenience to operators/patients.